Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined. E1 - initial reporter phone: (B)(6).

Event description:
It was reported that, on an unknown date, a primary plum set, clave secondary port, 2 clave y-sites, 0.2 micron filter, secure lock, 112 inch are generating leaking in high frequency in the chemo suites. During patient use. The medication involved was mannitol. There were no holes, cuts, tears or any defects noted. There was patient involvement and no patient harm.

Manufacturer narrative:
The complaint of leakage was confirmed on the returned new 142540489 primary plum set. The set was attached to an ICU medical-provided intravenous (IV) bag, primed per packaging directions, and a test infusion of 10 ml at 400 ml/hr as infused per 90.p-1137 was performed. No errors or alarms were generated, and no restrictions were noted. The returned sample was leak-tested per product specification. There was a leak observed from the inline filter. A green dye test was performed where the leak was observed to be coming from a small, centralized location on the inlet filter. The probable cause of the observed leak was due to a pinhole in the filter vent material. The damage is typical of an electrostatic discharge to the filter vent that occurred during manufacturing in costa rica. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. D9: date returned to mfg: 1/18/2024.